Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 064 alarms during the prime step. During troubleshooting, the reporter changed the infusion set but was still unable to complete a rewind, load, and prime sequence without alarms occurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.